Event description:
It was reported that a patient's right ventricular (rv) lead presented with increasing pacing impedance and high capture thresholds. The rv lead was capped and replaced during a procedure on (B)(6) 2021. The patient was stable.